Event description:
Problems: user error - neither the surgeon nor the or staff recognized that a stylet was encased inside the groshong powerport catheter; the stylet was not removed according to product directions. Product issues: product outside package label does not list stylet, package labels different but very similar between the two bard 8 fr powerports used in our organization; so similar that difference might not be noticed in atmosphere of busy operating room -powerport isp MRI implanted port with suture plugs with attachable 8fr. Groshong single-lumen venous catheter and powerport isp MRI implanted port without suture plugs with attachable 8 fr. Chronoflex open-ended single-lumen venous catheter, the catheter lock attached to the stylet on the groshong appears flushable, without metal hub attached; it is same size and shape but a different color than the flushing connector included in the other powerport pack. Event summary: on (B) (6) 2009, (B) (6) year old female with spina bifida and developmental delay and sacral osteomyelitis had 8 french groshong power port inserted for long term antibiotic administration. Postoperative c-arm chest x-ray done at 1252 fi- demonstrates placement of a right jugular venous catheter. The tip is at the junction of the superior vena cava and right atrium. There were no procedural complications. The pt was discharged on (B) (6). On (B) (6) 2009, pt had outpatient lumbar MRI with and without contrast, under sedation, to evaluate for possible sinus tract. On (B) (6) 2010, the pt had a chest x-ray. Findings were: fia 12 cm segment of wire is seen traversing the heart from the level of the junction of the superior vena cava and right atrium towards the inferior vena cava. The remainder of the wire is seen proximally in the powerport lumen. Subsequent views in decubitus and lateral views confirm that a wire is present in the right side of the heart. On prior intraoperative fluoroscopic spot image performed on (B) (6) 2009, the fractured segment of wire which is now seen in the right side of the heart was previously present within the lumen of the catheter, intact and continuous with the proximal portion of the wire, which extends to the hub-. No explanation for the lump over the catheter is seen. Impression: a guidewire has broken and migrated out of a powerport catheter into the heart. Part of the wire remains within the catheter, at the hub end.. Fl pt was taken to the cath lab where the wire was successfully removed. She was dismissed same day.